Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. The customer mentioned that they might have irritated the site while trying to connected and disconnect at the quick release. The customer stated that the site was bleeding and they did not know it.